Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: damage visual inspection: the trephine attachment 9.5mm diameter (p/n: 387.660, lot number: l234227) was received at us cq. Visual inspection of the complaint device it was observed that the device had broken teeth on the distal end. No other issues were identified. Device failure/defect is identified. Dimensional inspection: a complaint relevant dimensional inspection was not performed due to the post-manufacturing damage and geometry of the device. Document/specification review: no design issues or discrepancies were identified. Complaint is confirmed. Investigation conclusion: this complaint could be confirmed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 387.660, lot: l234227, manufacturing site: bettlach, release to warehouse date: 23 february 2017. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, there are two (2) bone harvester found that had broken teeth. Found them after being washed to sterile processing department (spd). There was no patient involvement. This complaint two (2) devices. This report is for one (1) trephine attachment 9.5mm diameter. This is report 1 of 1 for (B)(4).